Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated uterus"), fallopian tube perforation ("perforation (fallopian tubes)") and device expulsion ("essure coil migrated from fallopian tube and perforated uterus/migration of essure device") in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included eugynon (levora) since june 2016 for endometriosis, pain and bleeding nose as well as antidepressants and ibuprofen. In march 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In march 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)), surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)) and surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal), menorrhagia, weight gain, bloating, migraine and headaches were resolved incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated uterus") and device expulsion ("essure coil migrated from fallopian tube and perforated uterus/migration of essure device") in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included eugynon (levora) since (B)(6) 2016 for endometriosis, pain and bleeding nose. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, migraine, headache, nausea, weight increased and depression outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, patient details, other relevant history, product information, concomitant drug, events- perforation (fallopian tubes), menorrhagia, fatigue, gastrointestinal or digestive system condition ¿ bloating, migraines, headaches, nausea, weight gain, and depression were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil migrated from fallopian tube and perforated uterus/ perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('essure coil migrated from fallopian tube and perforated uterus/migration of essure device') in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included since (B)(6) 2016, antidepressants and ibuprofen. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and endometriosis ("I had endometriosis/ endo pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache, weight increased and endometriosis had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient have to have a second surgery (full hysterectomy) in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: I have endometriosis/endo pain outcome were updated to recovered. On 20-mar-2020: processed with fu 8 : reporter added. On 23-mar-2020: reporter added from social media. On 23-mar-2020: reporter added from social media. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated uterus"), fallopian tube perforation ("perforation (fallopian tubes)") and device expulsion ("essure coil migrated from fallopian tube and perforated uterus/migration of essure device") in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included eugynon (levora) since june 2016 for endometriosis, pain and bleeding nose as well as antidepressants and ibuprofen. In march 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In march 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)), surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)) and surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil migrated from fallopian tube and perforated uterus/ perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('essure coil migrated from fallopian tube and perforated uterus/migration of essure device') in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included since (B)(6) 2016, antidepressants and ibuprofen. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and endometriosis ("I had endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea, depression and endometriosis outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache and weight increased had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient have to have a second surgery (full hysterectomy) in (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: social media received. Event " endometriosis" and new reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil migrated from fallopian tube and perforated uterus/ perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('essure coil migrated from fallopian tube and perforated uterus/migration of essure device') in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included since (B)(6) 2016, antidepressants and ibuprofen. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In march 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and endometriosis ("I had endometriosis/ endo pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache, weight increased and endometriosis had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient have to have a second surgery (full hysterectomy) in january. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:I have endometriosis/endo pain outcome were updated to recovered. On 20-mar-2020: processed with fu 8 : reporter added. On 23-mar-2020: reporter added from social media. On 23-mar-2020: reporter added from social media. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil migrated from fallopian tube and perforated uterus/ perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('essure coil migrated from fallopian tube and perforated uterus/migration of essure device') in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included since (B)(6) 2016, antidepressants and ibuprofen. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and endometriosis ("I had endometriosis/ endo pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache, weight increased and endometriosis had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient have to have a second surgery (full hysterectomy) in january. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:I have endometriosis/endo pain outcome were updated to recovered. On 20-mar-2020: processed with fu 8 : reporter added. On 23-mar-2020: reporter added from social media. On 23-mar-2020: reporter added from social media. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coil migrated from fallopian tube and perforated uterus/ perforation(uterus)'), fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('essure coil migrated from fallopian tube and perforated uterus/migration of essure device') in a 43-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, uterine leiomyoma and abdominoplasty. Concomitant products included since (B)(6) 2016, antidepressants and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and endometriosis ("I had endometriosis/ endo pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy and salpingectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia, fatigue, nausea and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal distension, migraine, headache, weight increased and endometriosis had resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, depression, device expulsion, dysgeusia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient have to have a second surgery (full hysterectomy) in january. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: endometriosis lot number:678819 manufacturing date:2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil migrated from fallopian tube and perforated uterus") and device expulsion ("essure coil migrated from fallopian tube and perforated uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), dysgeusia ("a metallic taste in her mouth"), arthralgia ("joint pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, back pain, alopecia, dyspareunia, dysgeusia, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, arthralgia, back pain, device expulsion, dysgeusia, dyspareunia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.